Manufacturer narrative:
One device was returned for analysis with complaint that the usb port was corroded and not working properly. The service history log found there was no indication that the complaint was related to a service of the device within the review period. Customer complaint was confirmed through incoming inspection. Upon further inspection, found the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. The device passed verification testing post repair.

Event description:
It was reported that the usb port was corroded and would not connect. Analysis subsequently found the downstream occlusion (dso) seal was delaminated. There was unknown patient involvement.